Event description:
It was reported that there was a stored signal artifact monitoring (sam} with the pacemaker. Technical services (ts) analyzed device episode data and found that the sam episode was appropriate due to the presence of noise and oversensing related to the minute ventilation (mv) feature. There was also a pacing lead impedance (pli) measurement of 2954 ohms on this right atrial (ra) lead, which was out-of-range (oor). Technical services (ts) recommended further monitoring of this ra lead, which the health care professional (hcp) was in agreement. No adverse patient effects were reported. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).